Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, non-sustained right ventricular over-sensing due to random sensing of atrial events on the right ventricular channel was observed. The physician opted to not make any programming changes. The patient is asymptomatic and will continue to be monitored.